Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had open book image. There was another pump error alarm was displayed before the open book image was displayed on the screen. The troubleshooting was performed. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to heavy corrosion and mold on electrical board just about everywhere. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also a small piece of plastic chipped off at the top of the battery threads. Finally the thin black strip located above the lcd display is missing.